Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by a fever. The same day, the patient started treatment with vancomycin (twice a day for 7 days, intraperitoneally (ip), dose not reported) and vancomycin (for 7 days, intravenously, dose not reported and frequency not reported). The cause of the peritonitis was a breach in aseptic technique. The patient was discharged 7 days after admission. On an unreported date prior to discharge, the patient was retrained on aseptic technique. It was reported the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.